Event description:
Manufacturer received a report from a dealer alleging the unit was being used by an elderly pt who later passed away. Unclear as to what role, if any, the device played in the reported death. The dealer will not provide specifics of the incident.